Event description:
This record represents the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.4, d.7, g.1, h.4, h.6.

Manufacturer narrative:
In response to FDA report number: mw5088791. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: weight gain that would not fade with diet and exercise, fatigue, brain fog, memory loss, hip and shoulder pain, back pain with numbness and tingling, irregular menses. Additionally patient reported emotional changes ,ocular migraines, enlarged lymph nodes behind ear, low libido, insomnia. Lymph nodes inflammation in breasts. Caller also exhibited symptoms of hypothyroidism. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported "weight gain that would not fade with diet and exercise, fatigue, brain fog, memory loss, hip and shoulder pain, back pain with numbness and tingling, irregular menses. Additionally patient reported emotional changes ,ocular migraines, enlarged lymph nodes behind ear, low libido, insomnia. Lymph nodes inflammation in breasts. Caller also exhibited symptoms of hypothyroidism. Device remains implanted. This record is for an unknown side.